Manufacturer narrative:
H10: h3, h6: the reported device was received for evaluation. A visual evaluation showed the device was not returned with any original packaging. The distal anchor has fractured leaving the lower threaded half inside the insertion device. The top portion with the eyelet was returned. The distal plug, proximal anchor, and suture threader were returned with no defect. The insertion device has no visible defects. A functional evaluation showed the black (1) most proximal knob will rotate and move the distal anchor/plug rod as intended. The orange (2) larger knob will rotate and move the outer barrel/proximal anchor as intended. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A review of material specifications found the raw material strength requirements and storage requirements specified and each lot be must be accompanied by a material certificate of analysis. A definitive root cause for the reported issue could not be determined. Factors that could have contributed to the failure include procedural variance, or deviations from established protocols, increasing risks and leading to unintended consequences. Other factors include excessive force on the device, excessive torque on the device, off-axis insertion, or an inadvertent impact event inconsistent with normal use. Based on this investigation, there is no evidence to suggest a design, material, or manufacturing issue. Therefore, the need for corrective action is not indicated.

Manufacturer narrative:
H10: internal complaint reference: (B)(4). H3, h6: this complaint was opened by smith+nephew to document a product problem associated with a smith+nephew device. The reported problem relates to known inherent device and/or procedural risks that are appropriately documented in our risk files. Smith+nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded. Smith+nephew has no reason to suspect that the product failed to meet any specifications at the time of manufacture. Based on our review of all currently available information, we are unable to identify a definitive root cause. However, as the use of our product cannot be excluded as a potential cause or contributory factor to the reported issue, we are conservatively submitting this report in accordance with applicable regulations. If additional information becomes available that alters the conclusions of this report, a follow-up report will be submitted as required.

Event description:
It was reported that during an arcr procedure, the healicoil anchor broke when passing two ultratapes and two ultrabraids. All the pieces were removed from the patient. The procedure was completed placing a s+n back up device into the originally bone hole. There was a surgical delay of 5 minutes and no further complications were reported.